Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Analysis was unable to test for battery out limit alarms due to no button response. The insulin pump had cracked case window display corner and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.